Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the g5 transmitter would not pair with the g5 application. Patient stated this was the first time using the g5 system. Patient inserted a new sensor and found that he had not pressed start. No additional event or patient information is available.